Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open total gastrectomy, bleeding occurred after the device was fired to anastomose between the esophagus and jejunum. The donuts were created properly, but it was found that some deployed staples were malformed (trapezoidal shape). The amount of bleeding was unknown. Blood transfusion was not required. 5 or 6 malformed staples came off when additional suture was performed. Additional suture was performed partially (3/4). No staples were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.